Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis functional testing failed the ventricle hold capacitor test. When tested on the bench, the current measured higher than then nominal. Bench testing with the hold capacitor taken out of the circuit showed no leakage. The stack chip scale package (scsp) was removed and placed in a test fixture. When tested, the current was nominal compared to a reference scsp. The cause of the failure was undetermined. No further analysis was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.